Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v406542. Implanted: (B)(6) 2010. Explanted: (B)(6) 2024. Product type lead product ID 3708660. Lot# serial# (B)(6). Implanted: (B)(6) 2013. Explanted: (B)(6) 2024. Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Following the initial report of high impedances causing rapid depletion of the implantable pulse generator (ipg) and issues with the cranial lead, additional information was received from the manufacturer representative that during the lead replacement procedure in the or on october 1st, part of the patient's lead had adhered to the skull during removal. Given the presence of a retained lead fragment, the representative sought information on the eligibility for MRI scanning. In response, the agent reviewed the relevant MRI scanning guidelines and emailed them to the representative to ensure proper handling of the situation. The manufacturer representative (rep) provided additional information on december 12th that the patient's new lead was implanted on december 16th, 2024.

Event description:
It was reported by the manufacturer representative (rep) that the patient experienced high impedances causing rapid implantable pulse generator (ipg) depletion. The patient's family complained of multiple falls, and during surgery, the cranial lead was found to be damaged. All diagnostics and troubleshooting were performed during surgery. The patient had complained of high impedances during the pre-operative interrogation of the ipg, which were confirmed to be high. Surgical interventions were performed at the ipg and lead/extension connection sites, but these did not resolve the issue. Upon further examination, the cranial lead was found to have a fracture of the outer coating with an inability to replace the boot. The surgeon decided to explant the existing right extension and reimplant a new extension for future cranial lead insertion, with eventual connection to the extension and ipg. The issue was not resolved at the time of this report. Additional information was received from the manufacturer representative (rep), who confirmed with the consumer that the issue was discovered during a routine battery replacement.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# v406542, implanted: (B)(6) 2010, product type lead. Product ID 3708660, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2024,product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #:(B)(6), UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 08-feb-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v406542 implanted: (B)(6) 2010 product type lead product ID 3708660 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep), who confirmed with the consumer that the issue was discovered during a routine battery replacement.